Event description:
Pt's family member called lfs alleging that pt's one touch ultra meter had missing segments. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt's family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.